Event description:
Information received by medtronic indicated that insulin pump had detected software error. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump had passed self test also. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. Pump passed self test and displacement test. Unit successfully downloaded to thumps. No software error detected noted during testing. However, the formatted history file confirmed software error detected. N (B)(6) 2021 02:23:27.000. Problem isolated to the electronic assembly as per global logic analysis (esf# (B)(4)). No moisture damage or physical damage noted on electronic assembly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. (B)(4).